Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported impact to blood glucose (bg) as a result of the malfunction, however, customer reported a low bg of 51 mg/dl due to needing settings adjustments. Low bg was addressed by consuming carbohydrates. Additionally, customer reported that the pump did not alert for low bg. Reportedly, customer consulted their healthcare provider regarding settings adjustments.

Manufacturer narrative:
H6: add device code 1012.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. There was no reported impact to blood glucose (bg) as a result of the malfunction, however, customer reported a low bg of 51 mg/dl due to needing settings adjustments. Low bg was addressed by consuming carbohydrates. Reportedly, customer consulted their healthcare provider regarding settings adjustments.